Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act button did not respond due to moisture damage on keypad trace. No scrolling numbers display anomaly noted. Unit received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, and missing reservoir tube o-ring.

Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she went to enter carbohydrates. The customer also stated the reservoir compartment was cracked and/or chipped. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 232 mg/dl. Nothing further was reported.